Event description:
It was reported that during a follow-up, noise was observed real-time on the ventricular channel. The patient is pacemaker dependent. The lead was capped and replaced. The patient condition was good after the event.